Event description:
Caller reported malfunction on pump, with no notable events occurring prior to issue. There was no adverse impact to customer's blood glucose level. Customer reset device on their own but did not have fault ID available. Customer planned to continue using current pump and would rely on alternate method if necessary.